Manufacturer narrative:
The treatment data files related to the reported event have been requested, but not received, by the manufacturer for further analysis.

Event description:
The customer reported that the prismaflex displayed that it was 7 minutes left before the bag would become empty. Air was reported to have entered the blood circuit and filter. The disposable set had to be changed. There were no clinical consequences reported for the patient as a result of the reported event.